Event description:
A malfunction was reported on the pump, with no notable events occurring before the issue. The malfunction code displayed was "malf 12," and technical support assisted the caller in resetting the pump. There was no reported adverse impact to the customer¿s blood glucose level. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any future issues. The customer acknowledged and understood the instructions given.